Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery was stuck inside the pump when the customer was changing the battery. The customer performed a self test and the insulin pump had a pump error 63 alarm. It is not confirmed if the customer was able to clear the alarm and complete the rewind process. It is unknown if auto mode was active at the time of the event. Customer¿s blood glucose was 69 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.